Manufacturer narrative:
Physio-control was provided with further details by the customer. It was originally reported that the date of event took place on (B)(6) 2019, however the customer confirmed that the date of event was (B)(6) 2019. The customer as provided patient information. Therefore were updated accordingly.

Event description:
The customer contacted physio-control to report that their device's display went blank while taking a blood pressure reading. The customer advised that the display returned to normal by itself. Thereafter the device functioned as normal for the rest of the call. The reported issue indicates that the device may have lost power and, as a result, defibrillation could have been delayed or prevented if it were necessary. This issue is patient related; however the customer, a healthcare provider advised that there was no delay or detriment to the patient care. The patient, an 83 year old male was delivered to the hospital with no issues.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device's display went blank while taking a blood pressure reading. The customer advised that the display returned to normal by itself. The reported issue indicates that the device may have lost power and, as a result, defibrillation could have been delayed or prevented if it were necessary. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.